Event description:
The customer contacted baxter's technical service center to report a connection issue while on home choice (hc) device during dwell 2. The home patient (hp) stated that he got disconnected from the patient line. The baxter technical service representative (tsr) assisted the hp with ending therapy. The tsr advised the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance spoke with the hp regarding the reported issue. The hp stated that he was not sure what caused the disconnection. The hp had discarded the supplies and lot number was not available. The hp was continuing therapy without any further issues.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.